Event description:
Additional info revealed the following day after the procedure the pt returned to the emergency room with complaints of pain in the right groing extending down the right lef and groin swelling. An ultrasound revealed a pseudoaneurysm and an ultrasound guided closure procedure consisteing of 30 minutes of compression was successful with no evidence of extraluminal flow. The pt was discharged the next day, however 24 hours later the pt experienced right leg pain and returned to the emergency room. An ultrasound revealed normal findings. The pt was discharged with percocet, dose unk. The right leg pain continued and the pt was evaluated by a vascular surgeon. The surgeon prescribed physical therapy to treat the femoral nerve pain syndrome relating to compression and infiltration of blood post catheterization. Later the pt consulted a neurologist and an emg revealed a right lateral femoral cutaneous mononeuropathy and mild demyelinating type polyneuropathy. The pt experienced difficulty with ambulation.

Event description:
It was reported by the pt an angio-seal sts device was used to close the right femoral arteriotomy site post cardiac catheterization. The pt experienced internal bleeding and manual compression was applied at the arteriotomy site with a wooden device. Extensive bruising followed and the pt experienced sharp, burning pain in the right leg and extending into the upper abdomen. The pt was followed up with the procedural physician and other physicians and was told he had suffered nerve damage and that there was nothing that cold be done. The pt stated he felt the burning and sharp pain when the doctor put the needle in at the beginning of the procedure.